Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid endoscope telescope had no image. The issue was found during a therapeutic procedure that was completed with a same device under sedation. There were no reports of patient harm.

Manufacturer narrative:
Updated information in: b5, d8, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most likely cause that led to the malfunction is due to an optical system defect due to misalignment of the objective lens. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.